Manufacturer narrative:
Tracking #.55880. Device-a. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported two tsw35 devices were fired on infundibulopelvic ligament. The devices would not open after firing cycle was completed. Procedure was completed by opening another device. There was no consequence to the pt.